Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included caution regarding pin site care.

Event description:
It is reported by physician that patient "reported some pain and swelling" five weeks post operative. Physician is "playing it safe by prescribing a mild antibiotic".

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot was noted. Confirmed labeling included caution regarding pin site care.

Event description:
It is reported by physician that patient "reported some pain and swelling" five weeks post operative. Physician is "playing it safe by prescribing a mild antibiotic".